Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarm noted during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump was received with scratched lcd window and scratched around casing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The stated he is able to clear the alarm but and it has not been exposed to magnetic field. The alarm is reoccurring. The insulin pump will be returned for analysis.